Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change error occurred with multiple cartridges. Additionally, it was reported that occlusion alarms occurred. Customer changed supplies to address the issue.customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 300-400 mg/dl.